Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the returned lead segment was performed. Inspection of the lead body segment found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Event description:
It was reported that electrogram (egm) review was requested for this implantable cardioverter defibrillator (ICD) system due to t-wave oversensing (twos) on the right ventricular (rv) channel. It was noted that this ICD system included a right ventricular (rv) defibrillation lead with a capped pace/sense portion and a secondary brady rv lead for pace/sense. Egm review revealed that the r-wave exhibited a wider signal, which led to the observed t-wave oversensing (twos). Programming and troubleshooting suggestions were discussed and recommended. Additional information received indicated that the twos was managed medications. However, the medications need to be stopped, and there was concern that the twos would return. Further, reprogramming options were discussed. Approximately 7 months later, this ICD system was explanted and a segment of this rv brady lead was returned for analysis. No additional adverse patient effects were reported.